Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd preset¿ syringe with attached needle, the device experienced a broken lid. This event occurred once. The following information was provided by the initial reporter. The customer stated: cap of pink steel tube is broken.

Manufacturer narrative:
Investigation summary: "bd received 1 sample and 1 photograph in support of this investigation. An evaluation of the sample and photo was performed and indicated that the cap on one tube was inserted upside down and the stopper was missing. Additionally, 100 retained samples were visually inspected, and no inverted caps or missing stoppers were found. Bd was able to confirm the customer's indicated failure mode with the photo and sample provided. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements." The following fields have been updated with additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2022-12-13.

Event description:
It was reported when using the bd preset¿ syringe with attached needle, the device experienced a broken lid. This event occurred once. The following information was provided by the initial reporter. The customer stated: cap of pink steel tube is broken.